Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) delivered five shocks to the patient, but the patient's ventricular tachycardia (vt) was not converted. The patient presented to a health care provider, where a physician called a boston scientific technical services consultant (ts) to ask if the device could be re-set with a magnet. In the meantime, a cardiologist used a programmer to manually deliver shock therapy that did convert the patient. Ts advised that magnet application would not re-set the device. There was no report of adverse patient effects.

Manufacturer narrative:
The device subsequently was returned with no information 36 months later, 61.0 months after implant. This report will be updated when analysis of the returned device is conducted, or if additional information is received.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.